Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 18mmol/l. Troubleshooting was performed. The alarm history was reviewed and found multiple no delivery alarms. It was stated that the customer changed the infusion set and went to sleep. The customer is using the reservoir for five days. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.